Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient complained about unpleasant feelings around the device pocket. These feelings were like "touching an object charged with static electricity" and they re-occurred every time the impedance was being measured. The device was checked and all parameters were normal. The device remains in use. This patient is part of the defeat hf - spinal cord stimulation study. No further patient complications were reported as a result of this event.